Event description:
It was reported that the implant at tooth site #19 had a fractured transfer coping. Unable to separate transfer coping from implant. Hex on transfer coping sheared off in implant (not saved with implant). Procedure completed using another implant 4.7 x 10 mm zimmer tsv.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k133339.

Manufacturer narrative:
Zimvie received one (1) tsvtwh10, (imp, tsv, 4.7, 10, mtxf, mg,ha) for evaluation. Visual evaluation was performed, the implant shows signs of use. Bone debris observed on its external threads. The fractured mount or impression post was not returned for assessment. The implant's drive feature was damaged, likely due to the removal process. DHR review was completed for the subject lot number 1286561. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1286561 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction could not be verified. The bundled mount was not returned with the implant. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H11: added manufacturer narrative.

Event description:
No further event information available at the time of this report.